Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient lost a lot of weight 4 years ago and their current ins was really thick- the patient noted that they could see it. They experienced a sharp pain since about 7 months ago and thought that the pain was related to where the ins was placed and how it was sitting; the patient felt like the ins migrated. No further complications reported. [Refer to pe 702376640 for information pertaining to unknown issue with battery/device].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-oct-31. It was reported that the patient was being referred to a neurosurgeon. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they took a tumble down the stairs in (B)(6)2017. The patient stated that due to the fall, their implantable neurostimulator (ins) became dislodged. When the patient moved a certain way, they would get a sharp pain which made them cry out. Over the past three days, the patient reported having pain going down their left leg that hurts to the point that they wanted to turn the ins off. The patient stated that they spoke with a manufacturer representative, which confirmed that the ins was discharged. It was noted that the sharp pain which made the patient cry out occurred around (B)(6)2017. The patient was to follow up with their healthcare provider (hcp). An appointment was scheduled for (B)(6)2018. No further complications were reported or anticipated.

Event description:
Information was received from a patient. It was reported that they fell two weeks prior to the date of this report, and was now experiencing pain when moving in certain positions. The patient stated that the pain would make them ¿cry out¿ and was located where their implantable neurostimulator (ins) battery was, which was in their hip above their left buttocks. The patient mentioned that they had never had pain like that before. It was noted that the patient had an x-ray done to check the ins but had not heard back yet. No further complications were reported or anticipated. It was reported that the patient called back regarding the fall down the steps. The patient stated that they are still having pain down their left leg when they move a certain way because their ins battery has popped a stitch. The caller stated that the ins is in the left hip. The caller stated that the ins is protruding at a 45 degree angle when they sit down because the top stitch is not there anymore. The caller stated that it is causing them a lot of discomfort. The caller stated that they have popped a stitch before. The caller stated that they also feel the sharp pain when they lay down with their body pillow. The caller stated that the stimulator is poking and is loose. The caller stated that they saw their healthcare provider (hcp) and they took an x-ray, but didn't work with neurostimulators. The patient needed a referral and was sent hcp li stings. The patient stated that they needed to find a rep as they had moved. The patient stated that they were told somebody would call them back, but never did. It was reviewed the role of the rep and hcp, and the hcp listings having been sent to the patient. The patient stated that they had always just contacted their rep directly. The patient called back and stated that they were given a new rep's name in her new area, and got a new healthcare provider (hcp), but is unable to see them for 6 weeks and they don't work with the device. The patient restated information about the fall. The patient referenced sharp sciatic pain and confirmed the pain and is the same pain as before. The patient stated that they were ill and could not meet with the rep, but the illness is unrelated to their device. The patient stated that they also had brain surgery, anxiety, vertigo, and all kinds of stuff and confirmed these symptoms were all unrelated to the device. The patient referenced that as soon as they turn up it comes around the side to the abdomen so they are jerking to one side and their legs start going. The patient stated that during the call the stimulation was causing cramping in the patient's abdomen and then the patient's leg kicked in. The patient mentioned that they had 5 surgeries prior to getting the ins implanted. The rep stated that the patient is experiencing pain in the stimulation pocket. When the rep met with the patient they determined that the impedances are normal, the patient is receiving good therapy, and the rep did not need to reprogram the patient. The patient was referred to an healthcare provider (hcp) for a possible pocket revision. No further complications were reported.